Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was inspected by the field service engineer (fse) and the reported failure was confirmed on site. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cabling problem the image went off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the subject device image went off. The issue was found during an unspecified procedure that was completed with another back-up device. There were no reports of patient harm.